Event description:
Pt reported suffering from groin pain and mild anterior thigh discomfort. Current status, 22/02/08 persisting groin and thigh pain worse at end of day, x-ray shows loose stem.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.